Event description:
A customer in (B)(6) notified biomérieux of obtaining inaccurate esbl phenotype results when performing antibiotic susceptibility testing with the vitek® 2 ast-n372 test kit and software version 8.01. The customer reported that for an escherichia coli isolate obtained from a urine sample, the esbl phenotype was proposed by the advanced expert system (aes) software. The customer performed complimentary testing. With combined disc diffusion testing on mh+cloxacillin media, the result obtained was negative for esbl. The customer stated that the results indicate this is a high-level cephalosporinase organism. The customer reported that there was no patient harmed or treated incorrectly due to the discrepant result. The customer stated there was no delay in reporting results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of obtaining inaccurate esbl phenotype results when performing antibiotic susceptibility testing with the vitek® 2 ast-n372 test kit and software version 8.01. The customer reported that for an escherichia coli isolate obtained from a urine sample, the esbl phenotype was proposed by the advanced expert system¿ (aes) software. The customer performed complimentary testing. With combined disc diffusion testing on mh+cloxacillin media, the result obtained was negative for esbl. The customer stated that the results indicate this is a high-level cephalosporinase organism. Biomérieux internal investigation was conducted with the two (2) strains submitted to biomérieux by the customer.. - u190050428 (s1) - u180048372 (s2) ID testing: - for strain s1, two (2) types of colony were observed in the sample (white colonies and grey colonies). Identification confirmed to escherichia coli with vitek 2 gn ID card (lot:2410681103) for both colonies. Polymorphism confirmed in-house so all tests were reported from the mass. - for strain 2, identification confirmed to escherichia coli with gn ID card (lot:2410681103). Ast testing: 1) combined discs: the presence of the esbl was checked by the reference methods so esbl screening test using combined discs (ceftazidime +/- clavulanic acid, cefotaxime +/- clavulanic acid, cefepim +/- clavulanic acid) on mueller-hinton +/- cloxacillin. Difference of inhibition diameters between atb discs with or without clavulanic acid < 5 mm : negative result for both strains. The two strains are not esbl producing bacteria. Note : - s1 : increase of inhibition diameters between both media (mueller-hinton, +/- cloxacillin) confirmed the presence of high level cephalosporinase (ampc). - s2 : inhibition of the strain on the mueller-hinton + cloxacillin. The strain is very susceptible to cloxacillin at 250 mg/l. 2) key hole test was also performed for each strain and gave the same negative results (no synergy, then no esbl). 3) vitek 2 ast-n372 cards on vitek 2 v8.01 (casfm eucast 2018_v1 + phenotypic). Subculture from cos and cpse media for the two (2) strains. One (1) card of the customer lot 1 (cl1: 0220937104), one (1) card of the customer lot 2 (cl2: 0220810404) and one (1) card of a random lot (rl:0220838104) were tested. - for s1: ast-n372 cards gave "extended spectrum beta-lactamase" whatever the lots and media tested. The customer's result was duplicated. The inaccurate phenotype (esbl) is due to the ceftriaxone mic (<= 1 mg/l) which is too low to propose the two phenotypes "extended spectrum beta lactamase and high level cephalosporinase (ampc)"). Test of extended cards one ast-n233 + one ast-xn05 (lot: 6330861103 - 1480864103) were also performed and vitek 2 advanced expert system¿ (aes) gave "high level cephalosporinase (ampc)". - for s2: ast-n372 cards gave "acquired penicillinase" whatever the lots and media tested. The customer's result was not duplicated. Test of extended cards 1 ast-n233 + 1 ast-xn05 (lot: 6330861103 - 1480864103) were also performed and the aes system gave "acquired penicillinase". The investigation concluded the strain s1 is atypical with respect to the behavior for ceftriaxone. Strain s2 performed as expected.